Manufacturer narrative:
A ge service rep performed an on site investigation. The universal power supply batteries were replaced and the dc voltage was adjusted. The system was tested and operates as intended.

Event description:
The customer reported that the unit produced an alarm and shut down during a procedure. No pt injury was reported.